Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for lead implant procedure. During positioning of the right ventricular lead, high capture threshold was noted. The lead was exchanged for a different lead with no issues. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual analysis of the entire lead did not find any anomalies.